Manufacturer narrative:
Device used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. The manufacturing documents were reviewed and no complaint related issues were found.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during an ulnar shortening osteotomy, the surgeon performed an osteotomy of a distal metaphyseal region and fixed it with a plate to address an ulnocarpal abutment syndrome. After the operation, the surgeon did not externally fixate and the patient started rehabilitation three weeks later. The plate broke on the fourth day of rehabilitation. No update on patient status was provided. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: additional evaluation was conducted. The report indicates that the entire screws look slightly used but they are still in working order. The plate is broken by the slot hole. We are not able to determine the exact cause which has lead to this occurrence. We do suppose that this breakage occurred trough an overload of applied mechanical force. Device was used for treatment, not diagnosis.